Event description:
It was reported that during sterile processing at the user facility the tool was found to be bent.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during sterile processing at the user facility the tool was found to be bent.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during sterile processing at the user facility, there was no patient involvement and no delay to a surgical procedure.